Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This malfunction summarizes one malfunction. The information reviewed indicated that model unknown eclipse vena cava filter allegedly experienced difficult to remove and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. The female patient's age and weight were not provided.